Event description:
It was reported that the patient experienced lower extremity weakness and edema. The patient underwent catheter revision as the "old catheter" had been sheared off by previous surgery. The distal portion of the sheared catheter is at approx the c1 vertebral process and the lower portion migrated inferiorly to l2. The pt recovered without sequela.

Manufacturer narrative:
.